Event description:
The reporter indicated that an interrogation of the device discovered that it is undersensing with appropriate capture while in the unipolar mode. The egm's showed that ventricular pacing is intermittent. No change was seen on the egm's following pocket manipulation, a rate change, sensing change, or a change in the maximum refractory period. Backup reset was also performed without any change.